Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope¿to the service center for evaluation related to a separate issue. During testing, the service team identified that the device had dents and scratches on outer tube, an unstable image, failed light transmission, and breakage of the distal fibers. There was no patient involvement.